Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included clear passage testing, backflow test, and pressure testing. Functional tests were all performed with no issues noted. The sample met product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a backflow of levofloxacin into a normal saline primary bag during infusion. The reporter stated that the patient had ivpb antibiotic running in secondary line, ivf in primary line. The ivpb antibiotic backflowed into primary line instead of down into patient. The primary and secondary tubing were not known. A pump was used, but the flow rate was not known. The patient was given the anti-biotics by gravity after the issue and the tubing was exchanged for a new one which resolved the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.